Event description:
Attorney reported: (B)(6)2006 - patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a bard composix mesh. Patient's condition worsened progressively. On (B)(6)2007 - patient presented to hospital suffering from a recurrent ventral hernia. Patient underwent laparoscopic reduction and repair of the recurrent ventral hernia with a bard composix l/p mesh. During the procedure, the surgeon performed extensive lysis of adhesions and removed the old incorporated mesh after separating it from the bowel. On (B)(6)2007 - patient was discharged. On (B)(6)2007 - patient presented to hospital due to a second recurrence of the ventral hernia. Patient underwent a laparoscopic ventral herniorrhaphy. According to the surgeon, "the mesh could be clearly identified, as well as the place on the left abdominal wall where the mesh had pulled free of its anchoring and now was firmly adherent in the hernia sac." Patient underwent extensive removal of intra-abdominal adhesions. Once the mesh was dissected, the hernia was repaired with a 23 cm x 20 cm piece of bard composix mesh. On (B)(6)2007 - patient was discharged. Because of the defective mesh, patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00399 for information related to the bard composix mesh implanted on (B)(6)2006.